Event description:
It was reported that during an arthroscopic cuff suture, the twinfix ultra anchor loosened during implantation. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. The status of the patient is very good. Preliminary results of investigation have concluded that the distal end of the anchor fractured away from the shaft.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic cuff suture, the twinfix ultra anchor loosened during implantation. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported. The status of the patient is very good. Results of investigation have concluded that the distal end of the inserter was fractured away from the shaft.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the distal end fractured away from the shaft. The anchor and suture strings were still in position on the fractured tip of the inserter shaft. There is biological debris on the used items. A functional evaluation could not be performed on the device due to it being broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.